Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited sepsis and infection. Reportedly, the patient experienced ventricular fibrillation due to bradycardia broke on its own during extraction. In addition, various extraction techniques were performed. First, the right ventricular (rv) lead was removed with no issues using a locking stylet. Second, the previously capped rv lead was noticeably in bad shape, with a fracture near the terminal pin, almost no insulation remaining, fractured about two cm from the tip and fell apart but was removed using a locking stylet and snaring from below. However, the tip was retained after repeated attempts to remove it by snaring. The right atrial (ra) lead was removed, but also stretched during extraction. A revision was performed, and the explanted pacemaker was reused and connected to new ra and rv leads for temporary pacing system, while the right atrial (ra) lead, right ventricular (rv) lead and the previously capped right ventricular (rv) lead were explanted. The patient was given one unit of blood due to blood loss. No additional adverse patient effects were reported. The ra lead will not be returned.